Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in explantation. The device was explanted (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).